Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. The system operates as intended.

Event description:
The customer reported the system intermittently would not produce x-rays during procedures. No pt injury was reported.